Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician treated a patient using an in.pact admiral as per the IFU on (B)(6) 2017. The patient underwent a secondary intervention to address restenosis on the same lesion and vessel in the first intervention.